Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was opened for use on a patient after diagnostic catheterization via the right radial artery. The tr band was placed on the wrist and 18cc of air was put into the balloon. The tech injected 16cc of air into the balloon and pulled the sheath out only to see that the patient was still bleeding a little. She assumed that the balloon was leaking and asked for a new band to be dropped on the sterile field. Tech removed and held pressure. A new tr band was placed from an unknown lot number and placed on the wrist in the same location. Tech used the same protocol for filling the balloon with air and stopped the bleed with no issues. Hemostasis was achieved with the second tr band. There were no post procedural complications and patient was unharmed and stable. The estimated blood loss was less than 250cc. The tech saw slight bleeding at the entry site with 16cc of air in balloon. Bleeding noted post-inflation before air was titrated out. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use on a shelf. The balloon was inflated to 16cc as indicated. 5/6 glidesheath slender was the other device that was used in the access site.